Event description:
The manufacturer received information alleging visualization of black particles in the device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.